Event description:
It was reported while using the phoenix nmic/ID-485 an unspecified number of patient results had performance failures. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the phoenix nmic/ID-485 an unspecified number of patient results had performance failures. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for false negative using phoenix panel nmicid-485 (catalog number 449526) batch number 5175078. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, a retention panel of the complaint batch and a control panel from the same material but different batch were tested using qc isolate escherichia coli a25922 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.